Event description:
It was reported when using the bd pyxis¿ medstation¿ es, station was not communicating with pharmacy and were not showing quantity of the medications. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer found that the connections appeared correct upon visual inspection. The network port was successfully tested using a laptop, and the network cable also tested fine. The network card was disabled and re-enabled in windows, after which the device was successfully identified on the dhcp network. The station was rebooted and was no longer in disconnected mode, showing as online in rss. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, station was not communicating with pharmacy and were not showing quantity of the medications. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, station was not communicating with pharmacy and were not showing quantity of the medications. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Correction: section h device eval by manufacturer.